Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device had a burn at the distal end cover, there were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections h3, h6, and h11 were updated. Based on the results of the investigation, the definitive root cause of the burned distal end cover could not be determined. It is possible that high energy endo therapy accessories, such as a laser, were used without maintaining enough distance from the tip of the endoscope. The instruction manual identifies verbiage which may have detected and prevented the phenomenon in "gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device.